Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the pulse generators header. A different lead could easily be inserted into the devices header and it was believed to be a lead issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.